Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate therapy for atrial fibrillation (af) with rapid ventricular response which the device detected as fast ventricular tachycardia (fvt). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.